Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient regarding their neurostimulator (ins) that was implanted for non-malignant pain. It was reported that patient may need to have a "repeat surgery" because the hcp thinks "one of the wires has come loose". Patient stated that her primary care doctor conducted imaging (maybe CT scan) and found what they think may be a loose wire. Patient did not know further details and had a follow up appointment on 05/07/18 with the hcp to discuss this. The issue occurred in april of 2018; an exact date was not provided. No symptoms were reported and no further complication were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient had never experienced therapeutic effect. The patient has experienced pain and shooting electricity all up and down her body, on the left side of the body, the left side of the arm, and the bottom of the buttocks on the left side. The patient stated at 1.3 volts, she basically isn¿t getting any benefit. If she increases it to 1.8 volts; however, this is when she starts to feel the electricity has to bring it back down. The patient stated that it is not effective when she brings it down. The manufacturer representative had told her that when shy lies back, she could potentially feel electricity which she now does. She rolls on her side to try and turn the device up to where it needs to be. The patient has already spoken to her health care provider about having another epidural because the device doesn t seem to be working. Her health care provider told her that generally the spinal cord stimulation placement is at ¿7,¿ but hers is placed at ¿8.¿ she isn¿t sure if this is what is causing these issues. It was also noted that the patient has horrendous scars/wires in her back. There were no further complications reported.